Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-03913, 03914) submitted for devices related to the same event.

Event description:
It was reported by the site from the physician that patient called the vad line with report of electrical fault alarm. Patient reported no symptoms at time of alarm, patient was sitting down playing video games at the time the alarm occurred. The patient denied any damage to the driveline, and the alarm was not reproducible. The physician reported that the patient would be seen the following day, (B)(6) 2015, at the closest implanting center, as an outpatient in the clinic for assessment. Patient was seen in clinic by the vad coordinator. It was stated that there were no alarms and could not be reproduced. The driveline and the connector were stated to be intact. It was also stated that the log files were sent to manufacturer, and a cleaning procedure was recommended by the manufacturer clinical engineering team. Patient was transferred to another hospital and admitted for the cleaning procedure which was scheduled for (B)(6) 2015. Patient was prepped with heparin bolus 50units/kg pre-procedure. Cleaning procedure was performed and contaminants were visible within the connector and controller. It was documented on service report that the pump off time for the cleaning was 60seconds. No additional information provided. Investigation is ongoing

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.